Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during inspection, the depth gauge does not slide easily and causes problems when measuring. There was no patient involvement. This report is for 1 depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).